Event description:
On (B) (6) 2008, pt was implanted with perigee and elevate graft. On (B) (6) 2008, subject was experiencing urinary incontinence, de novo stress. Medication was prescribed and resolved on (B) (6) 2008.